Manufacturer narrative:
The ams 700 flat reservoir was visually inspected and functionally tested. A leak was identified in the reservoir shell attributed to wear at the corner of a fold. Product analysis therefore confirmed the reported fluid leak allegation. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. Contamination was present resulting in an inability to functionally test the pump; however, the reported allegations were confirmed through inspection of the reservoir. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915 rev a). Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to fluid loss through product investigation. System components: pre connect device, model- 72404232, lot sn- (B)(6), mfg date- 02/27/2017, exp date- 02/10/2019, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to a leak in the reservoir. The patient complained about a malfunctioning implant in (B)(6) 2019 and a leak was suspected. An ultrasound showed the absence of fluid within the reservoir. The customer reports that the pinpoint leaks found in the reservoir may have occurred in the postoperative period. A patient condition of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a leak in the reservoir. The patient complained about a malfunctioning implant in (B)(6) 2019 and a leak was suspected. An ultrasound showed the absence of fluid within the reservoir. The customer reports that the pinpoint leaks found in the reservoir may have occurred in the postoperative period. A patient condition of stable was reported.

Manufacturer narrative:
Product implant date updated system components pre connect device model- 72404232 lot sn- (B)(4). Mfg date- 02/27/2017. Exp date- 02/10/2019. Gtin- (B)(4).

Manufacturer narrative:
System components, pre connect device. Model- 72404232, lot sn- (B)(4), mfg date- 02/27/2017, exp date- 02/10/2019, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to a leak in the reservoir. The patient complained about a malfunctioning implant in (B)(6) 2019 and a leak was suspected. An ultrasound showed the absence of fluid within the reservoir. The customer reports that the pinpoint leaks found in the reservoir may have occurred in the postoperative period. A patient condition of stable was reported.